Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported oxygen not available alarm occurrence; the ventilator discontinues oxygen support. No patient harm was reported, patient information requested.

Manufacturer narrative:
Resolution and disposition: follow up attempts were made to obtain device repair information from the customer; no response received. To date, the customer has not called for further assistance. If information is received, the complaint will be reopened.

Event description:
The customer reported oxygen not available alarm occurrence; the ventilator discontinues oxygen support. No patient harm was reported.